Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the haptic was observed to have broken/detached from the optic. The lens was explanted and exchanged during the original surgery session without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone galaxy rao605g batch 104254464 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy rao605g, batch 104254464. Without the ability to examine the device and without clear event details being provided it is not possible to determine the cause of haptic breakage.

Event description:
On 28th august 2025, rayner received notification from its distributor in malaysia of an event that occurred during use of a rayone galaxy rao605g. The event description provided states that immediately following implantation into the eye haptic detachment was observed necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the haptic was observed to have broken/detached from the optic. The lens was explanted and exchanged during the original surgery session without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identiifes the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone galaxy rao605g batch 104254464 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy rao605g batch 104254464. The device was retained and returned to rayner for evaluation. The device was returned dehydrated in a blister tray; lens was sitting up on top of injector. Preliminary inspection of the returned injector showed that movable flaps were closed, and the plunger was retracted. Provided lens was inspected under x10 magnification and was found to be cut in the optic and was missing a haptic. Following the full injector disassembly, cosmetic inspection of the injector parts revealed that the soft tip of the plunger was intact. Piece of lens was found on top of the soft tip of the plunger. There were visible traces of ovd residue inside the cartridge chamber. The injector was then re-assembled with a new plunger, and 1x rayone aspheric rao600c +34.00 d from rayner's stock was prepared and injected in accordance with the IFU. The injection was successful; no issues occurred during this process. Product return inspection performed confirms the event as reported. On product return inspection and testing completed, no rayone injector fault was found. Results of injector testing confirm that the device performs as per design.

Event description:
On 28th august 2025, rayner received notification from its distributor in malaysia of an event that occurred during use of a rayone galaxy rao605g. The event description provided states that immediately following implantation into the eye haptic detachment was observed necessitating lens explantation and exchange.